Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument wire was in a loop. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the proximal end of the instrument causing the pitch cables to be loose at the wrist. The pitch input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The instrument's housing was removed to find one grip cable broken near the back idler pulley. Clamping pulleys exhibit white residue around cable grooves. Other backend cables are not damaged. A additional observation not reported by site was that the instrument pitch down cable was frayed at the distal clevis hub. Conductor wires were intact and undamaged. Frayed strands stuck out at the wrist. Other cables at wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.